Event description:
It was reported that pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to customer's blood glucose level. During troubleshooting with technical support, customer was advised to fully charge pump battery. Although multiple attempts were made to follow up with the customer to continue troubleshooting, no reply was received.